Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. The location of the break, and feedback from the surgeon, indicate that the screws had good purchase in the bone. Excessive loading by the nested construct could have contributed to screw fracture, however, since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017, it was reported to k2m inc. That two screws broke. One of the screws broke about 4 months post-operatively and the second broke about a year post-operatively. The patient has not been revised yet. Related to 3004774118-2017-00212 and mw5073653.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The head of the subject was returned for evaluation, and a thorough investigation was completed. A review of all applicable material, inspection, manufacturing and distribution records according to the description of the product (s) lots were manufactured within specification and distributed in accordance with all operating procedures. The shaft of the screw was broken immediately distal to the screw head. The pattern of the fracture face suggests that the screw failed in the fatigue.

Event description:
On (B)(6) 2017, it was reported to k2m inc. That two screws broke. One of the screw broke about 4 month post-operatively and the second broke about a year post-operatively. The patient has not been revised yet. Related to 3004114118-2017-00212 and mw5073653. On (B)(6) 2018 a portion of one of the broken screwsa was returned to k2m, inc. Indicating that a revision surgery took place. Revision surgery date is unknown at this time.